Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected; no defects noted. The valve was tested for programming and failed the test; the cam mechanism did not move during the programming process. The valve was flushed; no occlusions noted. The valve was leak and reflux tested without issue. The silicone was cut just before the cam mechanism; the cam mechanism was moved. The valve was retested for programming and failed the test; the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, and on the base plate. The magnets were tested, failed. A review of manufacturing records was not possible, as no lot number information was provided. The root cause for the programming problem was due to the biological debris found on the cam mechanism and on the base plate as well as the cam magnets. The abnormal polarization of the valve magnets was likely caused by an exposition of a too strong magnetic field. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a hakim programmable valve would not program after an MRI. It was replaced with another valve.